Event description:
It was reported that the charging pad for an ilet system was not functioning as intended, and the user requested an overnight goodwill replacement to assist with charging; blood glucose was reportedly unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or therapy. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected charging accessory malfunction affecting power transfer to the device, with no device alarms or blood glucose disturbances observed during use. It was concluded, based on previously established findings for similar reports, that the cause was an accessory performance issue consistent with normal wear or handling.